Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately calcified popliteal artery. A 4.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) was advanced for pre-dilation. However, during the first inflation at 6 atmospheres for 3 seconds, contrast media leakage was noted under fluoroscopy and the balloon ruptured. The procedure was completed with another 2.0mm coyote nc balloon catheter. No patient complications were reported.